Manufacturer narrative:
Section d6a: na as the lens was removed/replaced during the same procedure. Section d6b: na as the lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptics of the non preloaded monofocal intraocular lens was broken once inserted into the eye. Additional information indicated that the lens was fully inserted and the haptic was broken but not detached. The procedure completed successfully using backup lens. There was no use error and there was no patient injury. There was no medical/surgical intervention required. No other information is available.